Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two reciproc files broken during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The involved reciproc r25 8/100 31mm 025 have been analyzed. The first file is actually broken in the active part (fatigue) and the second file is not damaged (not broken). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1564916, 1580080, 1591931). Root causes are not identified. This kind of event is tracked and we monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.